Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err270 err121. No additional patient or event information is available. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A receiver data log was unable to be downloaded due to a revision error. The reported event of an error icon display was not confirmed. A root cause could not be determined.